Manufacturer narrative:
It was reported that the pt had diaphragmatic stimulation with pacing. A message stating "abnormally rapid battery depletion found" was displayed during the follow-up interrogation. A response from the manufacturer is pending.

Event description:
After 5+ months of implantation, this device was explanted because it was reported that during a follow-up interrogation, a battery voltage warning was displayed. In addition, file review showed undefined ventricular over-sensing.